Event description:
Threshold increased by 1.5 v from (B)(6) 2022. This increase was greater than amplitude safety margin (+1 v) and may have compromised the capture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).